Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump presented an alert 38 motor stall, the user attempted multiple restarts, and customer care advised changing supplies; the event aligned with a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included none. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified and the issue was characterized as a failure to infuse related to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.